Event description:
The customer was hospitalized for high bgs. Also the customer requested an assistance to shut off an alarm the device had. Pump was empty at the time of call. Bgs were controlled with manual injections. In addition to using the device, customer was vomiting and had also aspiration pneumonia that caused the hospitalization. Moreover, customer had since suffered a massive heart attack and was on a ventilator, and on insulin drip.